Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced pain and discomfort in the right side of the neck due to lead migration. It was also reported that the patient was experiencing stimulation to a non-target area. The patient underwent a revision procedure wherein the lead was repositioned and remained implanted. The patient was doing well postoperatively.